Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 7 pm with blood glucose of over 700 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as very hot, dehydrated and sweat a lot. The customer treated with the intravenous injection and insulin off. Customer did not alleging insulin pump was under delivering. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.